Event description:
Boston scientific received information that during a follow up visit, interrogation revealed a atrial lead safety switch had occurred due to out of range impedance measurements. The device was reprogrammed to bipolar and this lead will be further monitored. It was thought this lead and device were functioning normally. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.